Event description:
It was reported that the artificial urinary sphincter (aus) 61-70cm balloon was tried not used as there was a hole in the balloon. Another 61-70 cm h2o balloon was implanted in order to complete this surgery. Further information was requested and not yet received. Product was expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.